Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections due to a break in the shaft and a complete balloon circumferential tear. The shaft break was located at the lapweld area, inside the balloon. Both sections of the shaft were severely stretched and bunched. As a result of the stretched shaft, the proximal markerband had detached and was located inside the proximal section of the complete balloon circumferential tear. The circumferential tear in the balloon was located at 5.4cm proximal to the tip. No other tears were present in the balloon. An examination of the balloon material identified no issues which could potentially have contributed to the tear. No sections of the balloon had detached. An examination of the tip identified that the tip was compressed. This type of damage is consistent with excessive compression force having been applied to the tip. No other damage was identified along the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in an arteriovenous fistula. A 6.0 x 120, 75cm mustang¿ balloon catheter was advanced for dilatation. However, the balloon ruptured and part of the balloon had detached. The detached fragment was removed with a snare. The procedure was completed using a bsc peripheral cutting balloon. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in an arteriovenous fistula. A 6.0 x 120, 75cm mustang¿ balloon catheter was advanced for dilatation. However, the balloon ruptured and part of the balloon had detached. The detached fragment was removed with a snare. The procedure was completed using a bsc peripheral cutting balloon. No further patient complications were reported and the patient's status was stable.